Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 2.8 and 6.3 mmol/l. Tests were done within 20 minutes with a difference of 3.1mmol/l. Patient did not experience any adverse events. No further information has been reported.